Manufacturer narrative:
Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have one broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The clamping pulleys did exhibit signs of corrosion/residue that would have contributed to the broken cable.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument would not open after clipping the duct. There was no instrument movement in any direction. Emergency stop was pressed and instrument release kit (irk) was used to open the instrument jaws. Once the duct was freed from the jaws, surgeon gained control back. They noticed that instrument would only move towards wrist down (or right) not inwards (or left). No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted issues. The clip was applied to the duct, then it stopped working. There was no shakiness when previously used. After applying the clip, the jaws would not open and just the universal side manipulator (usm) arm would be able to move but not the wristed controls. There was no interference.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Furthermore, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed no issue with the usm arms.